Manufacturer narrative:
Analysis was performed by a philips biomedical engineer (bmed) who discovered the blood pressure (bp) hose was not fully connected. The device kept trying to inflate which indicated a leak. The bmed disconnected the bp hose and reconnected it ensuring that it was fully connected. Lastly, the bmed verified accurate operation with a fluke prosim 8, asset# 2151481. The unit has returned to working specification. Based on the information available in the case and provided by philips biomedical personnel, the cause of the reported problem was confirmed to be loose bp connection. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported this blood pressure machine seems to be providing falsely low blood pressure readings.the device was in use on a patient at the time of the event, there was no adverse event reported.